Event description:
A customer contacted beckman coulter inc. (Bci) regarding multiple incorrect chemistry results generated by the synchron lxi 725 clinical system. The results obtained did not correlate with the patient's previous results and upon repeat on an alternate analyzer, different results were obtained. Specific patient information was not provided. The erroneous results were reported outside of the laboratory. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Qc was ok before and after the event. A field service engineer (fse) was on-site and found a broken cap piercer blade blocking the blade wash station drain. Fse repaired the cap piercer, replaced the blade, cleaned the drain port and tubing and performed alignments. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.